Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber within the glass cap exhibited a circumferential fracture proximal to the bevel fusion zone; the glass cap/fiber had become loose and pushed forward in metal cap; the glass cap adhesion location exhibited burnt glue; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 70,000 joules, the surgeon noted that the first fiber started cutting out after the surgeon had been lasing for a while, and the fiber was exchanged. The surgeon noted that, @ 260,000 joules, the second fiber was firing straight from the tip, and this fiber was exchanged. Prior to use the third fiber appeared to have substance on firing end tip and was not used. The fourth fiber was noted to be firing from the fiber tip and the side. Additional information not provided. "No injury to patient" reported. This report is for the first fiber.